Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the attempted implant procedure the right ventricular (rv) lead exhibited high thresholds and the guidewire "could not be completely inserted into the lead." The lead was not used and a replacement lead was implanted instead. No patient complications have been reported as a result of this event.